Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced restenosis. The 39.8% stenosed, concentric, 11.7mm, de novo target lesion was located in the non tortuous and non calcified proximal right coronary artery. The vessel diameter was 2.91mm and the lesion bend was under 45 degrees. During the index procedure, a 3.50x16mm taxus express2 stent was used to direct stent the lesion. The stent was successfully placed in the target lesion, and was post dilated with a 4.0x10mm balloon and stent delivery balloon, reducing the residual stenosis to 8.2%. The timi flow post procedure was 3. At 258 days post procedure, the pt developed silent ischemia and had in-stent restenosis. The 11.4mm lesion was located in the 37.2% stenosed proximal right coronary artery, and the vessel diameter was 2.41mm. The target lesion was treated with plain old balloon angioplasty (poba), reducing the stenosis to 15.3% and giving a timi flow of 3. The pt was hospitalized for three days. The pt's condition was reported to be "improved" post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.